Event description:
It was reported that during a supply change the user reached the press-and-hold screen, could see drops, but could not select "yes" to proceed, indicating a screen responsiveness issue with the ilet; the user then restarted the ilet via the ilet mobile app and successfully completed the supply change and resumed insulin delivery, and blood glucose was not affected. Customer care provided support which included guided troubleshooting, including device restart. Investigation of this case revealed that a reboot restored normal function and the device operated as intended after restart. No symptoms or adverse clinical effects reported. Outcomes included no medical intervention. It was concluded that the event was resolved with standard troubleshooting and the device functioned as expected post-restart.